Event description:
(B)(4). Severe pelvic cramping, severe back pain, severe swollen legs and ankles, brain fog, forgetfulness, mood swings, heartburn, heart palpitations, short of breathe, excessive sweating, pain in extremities

Event description:
(B)(4). Essure implanted (B)(6), also abnormal period, pcos, inability to maintain blood sugar , night sweat, constipation, dizziness, weight issues, mood swings, nickel allergy, severe bloating.